Event description:
On (B)(6) 2023, the instrument produced a heparin (ufh) result for 1 patient (ID: (B)(6)) :ufh = 0.00 ui/ml (<0.1 ui/ml). Pharmacy questioned the result which caused the laboratory to rerun the sample. Sample was reran on the same instrument, the result was 0.76 ui/ml. Sample was capped. According to the customer, the erroneous result has been released but treatment was not changed. No serious injury or death have been reported.

Manufacturer narrative:
On (B)(6) 2023, the customer called the hotline to report and explain the event. On (B)(6) 2023, a service engineer (fse) was dispatched to the customer and carried out several actions to solve the issue. On (B)(6) 2023, the customer called the hotline to report that the instrument produced another heparin (ufh) result ufh = 0.00 ui/ml (on ID: (B)(6)) when samples were reran, the result was 1,04 ui/ml. According to the customer, this result hasn't been released. On (B)(6) 2023, the service engineer (fse) was dispatched again to the customer and carried out additional actions including the replacement of z1 cap piercing motor and the mapping of needle 1. No other similar call has been reported since this fse intervention. The instrument data files were collected and then analyzed by the stago support team in france. The analysis of the pipetting heights on the concerned patients' sample tubes (with erroneous results) showed that the plasma level detections occurred too high. These erroneous level detections may have resulted in pipetting in the air or partial sample pipetting which is consistent with wrong ufh <0.1 ui/ml results. The most likely root cause of these erroneous results was an issue on z1 cap piercing motor which has been replaced. As z1 cap piercing motor was discarded, we were unable to analyze it. As other sample pipetting in the air were identified during the data files analysis, a list of all patients potentially affected by the issue will be provided to the customer in order to assess the impact on these patients. To date and to our knowledge, there was no serious injury identified. Stago has concluded its investigation in this matter and considers it is a confirmed and isolated event. Stago plans no further action.